Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention was undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04521 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.